Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis may be related to patient factors (pre-existing valvular disease process) in combination with the pre-existing disease process. Restenosis is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 5 years and 3 months post implantation of a 23mm sapien valve, the patient presented with severe aortic stenosis and aortic insufficiency (ai). A 2nd 23mm sapien 3 valve was implanted and the severe symptomatic aortic stenosis was improved. The patient was stable and transferred for post management care. The patient was discharged 2 days post procedure. Upon review of medical records (operative notes, discharge and echo reports), the patient recently presented with acute on chronic shortness of breath combined with congestive heart failure. During admission a 2d echo revealed severe aortic stenosis and noted severe ai. At 3 years an echo revealed peak gradient of 38mmhg, mean gradient 18.3mmhg with moderate aortic regurgitation. At 3 years and 3 months an echo revealed peak gradient 25.4mmhg, mean gradient 13.6mmhg with mild-moderate paravalvular aortic regurgitation. An echo performed at 4 years and 2 months revealed peak gradient of 78.8mmhg, mean gradient 40.8mmhg with severe stenosis and regurgitation and aortic valve area 0.66cm2.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.